Event description:
The luer did not tighten down, allowing insulin to leak out during a bolus. The user conjectured that the user may not be receiving a full dose of insulin during a bolus. It was reported that the tissue came out wet when sticking the corner of a tissue into the connector area and smelled of insulin. The luer lock also pulled straight off the reservoir if it was caught on something e.g. A hand or an arm. Unless the patient noticed that the tubing had become disconnected, the user could have been without insulin until the tubing is reconnected. The luer lock fills with insulin and might have allowed bubbles to enter during the priming process. The bubbles get into the tubing, which could have left the user missed insulin for sometimes. Each time the user used the reservoir, the user reported blood sugar readings that were in the high 200's and would not come down. When asked, the user said no other interventions were needed.